Event description:
It was reported that a homechoice automated pd set with cassette leaked. The step of setup or therapy during which this occurred is unknown. Patient connection to the homechoice (hc) device at the time of this event is also unknown. There was no patient injury or medical intervention related to this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).